Event description:
It was reported to covidien on (B)(6) 2009, that a customer had a problem with a kangaroo epump. The customer reports the unit caught on fire. An odor was noticed coming from a pt's room, the staff noticed smoke coming from the back of the pump and removed the pump from the room and the facility. The unit was examined by the fire marshall and the battery area was noted to be charred and melted. No injuries were sustained.

Manufacturer narrative:
A review of the device history record was conducted and no anomalies were found. The product and process discrepancy reports were reviewed and there were no anomalies related to this investigation. There have been no related engineering changes. There have been no related complaints for units with burnt batteries within the past 12 months. The unit was received and the failure was confirmed. Investigation determined the cause of the failure to be pinched battery wires in the battery door. Care must be taken not to close the battery door with the wires sticking out as the battery can short and cause damage to the unit. Complaint trends will be monitored for this type of failure, and if an adverse trend exists, corrective action will be taken.